Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient¿s implantable neurostimulator (ins). Caller stated that patient has only turned stimulation on once and has never turned it on again. Caller didn't know why patient only used it once, but shared patient's concern for turning therapy on again if patient charged the implant to allow MRI mode. Reviewed with caller that charging the implant and going into MRI doesn't necessarily mean patient has to turn therapy on. Ts also gave caller pats contact information, if patient needs assistance with recharging. Patient reported they need to charge the implanted neurostimulator and the controller haven't been charged or used for about a year. Patient stated they need an MRI and need to activate MRI mode. Agent asked clarifying questions. Patient stated during covid they did an operation to close a leak because fluid was leaking out of the spine and after they closed the leak she turn the therapy on and had pain of death and turned the therapy off and never used or charged the implant since then. Patient stated they had been calling medtronic and their healthcare provider office and hadn't been able to speak with anyone until now. Patient services specialist asked patient to inspect the recharger for damage and patient said there is no visible damage on the recharger or controller. Patient services assisted patient with resetting the controller, the controller screen power on when plug into the outlet without battery pack. Patient placed the battery pack into the controller and the controller screen showed recharging not avai lable, install mdt battery pack and no device found message. Agent confirmed the lithium battery pack was inside the controller. Agent observed that patient had difficulty removing and inserting the bp inside the controller. Patient did not see visible damage on the battery pack or controller. Agent reviewed best practice to recharge the devices and activate MRI mode and call back for assistance if necessary. The issue was not resolved. An email was sent to the repair department to replace the battery pack device. Pt called back and reported they received he replacement battery pack and requested assistance with next steps. Agent walked pt through plugging controller into ac power and they confirmed screen came on, and green light flashed once li battery was inserted. Pt had difficulty removing and reinserting the li battery pack due to their nails being long. Pt reported seeing 'no device found' - agent reviewed the controller will have to charge, and once the flashing green light is solid they should select 'recharge' option to begin trying to charge ins. Pt may call back if they require additional assistance charging ins. Pt called back stating that they were trying to recharge the ins but no device found was appearing. Agent reviewed passive recharge mode with the pt and had the pt tap recharge to go through passive recharge mode. Pt saw the three numbers on the trying to recharge screen as 86 86 86. Agent advised the pt to reposition the recharger. Agent reviewed recharger placement over the ins with the pt. Pt then saw the numbers as 85 92 97 and then the middle number ended up at 97. Pt confirmed seeing the controller light flashing green. Pt noted that they had to get the ins recharged for a MRI. Pt saw no device found appear again after one cycle of passive recharge, so agent had the pt tap recharge again to go through another passive recharge cycle. Pt said that their arm was hurting from holding the recharger in place over the ins. Pt said that the ins hadn't been charged in years. Pt then saw poor recharge quality. Agent reviewed screen meaning with the pt. Pt then saw no device found again, so agent had the pt tap recharge to attempt another cycle of passive recharge. Pt then saw recharging excellent. Agent advised the pt to allow the ins to charge. Agent reviewed best recharging practices with the pt. Pt may call ps back for further assistance if needed and/or with placing the device in MRI mode.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020: product type lead. Product ID 97745bp serial# (B)(6) product type. Accessory please note the patient leads were added and codes associated with the leads were added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.